Event description:
Patient was required hospitalization on (B)(6) 2013 due to the double hydronephrosis after the procedure of total cystectomy and heal bladder replacement. Bilateral percutaneous nephrostomy was processed during the hospitalization and two stents was placed bilaterally and the percutaneous nephrostomy was remained. There was hydronephrosis right side again, which was observed a week after implantation, along with repeated fever and pain at the right kidney that patient can't endure. The pain and the fever was improved after urine culture of anti infection, but the performance of right stent was not functioning well that the channel was not smooth. The explant of right stent was conducted on (B)(6) 2013 replace with normal stent. The several stones was observed at the renal pelvis end of stent after explantation, flocule was flushed out of stent by high-pressure water jet. Patient recovered soon and the drainage goes smoothly. Upon above information that doctor thought the ae was caused by cook stent. Additional information received: doctor checked the condition of patient before procedure which indicates the patient was ready. During the procedure, doctor check indicates the patient was ready. During the procedure, doctor check the urine which was clean and processed the implantation of the cook stent bilaterally. Patient got infection at right kidney after implantation, the thick pus which was sticky attached on cook stent made the access unavailable therefore the patient got fever and pain from. What cause the infection after implantation was not determined. Two stents were placed bilaterally. It was just right stent that was affected. No images were available. During the week doctor was observing the cook stent. The percutaneous nephrostomy was used as the drainage access of urine during the week. The stent was removed after whole week observation and replaced with a normal one. Heal bladder is reconstruction of bladder with ileum. Patient's bladder was removed. Percutaneous nephrostomy was performed two weeks before stent insertions. Patient had no kidney stones at the time the stents were inserted and no kidney stones in the patients medical history. The customer reported the following complaint issue: patient required hospitalization due to the double hydronephrosis after the procedure of total cystectomy and heal bladder replacement (removal of bladder). Hydronephrosis was observed on the right side only a week after implantation along with fever, pain and infection. The right stent was removed. Stones were observed after stent removal. Patient had no kidney stones at the time the stents were inserted and no kidney stones in the patient's medical history.

Manufacturer narrative:
This is a reportable event because the patient had the stent removed a week after implantation due to an infection. It is unknown if the product caused/contributed to the infection, therefore, an MDR will be submitted erring on the side of caution that the stent may have caused the infection and thus resulted in the stent having to be removed. There were no rms-060026-r (rms) stent sets of lot # c828082 in stock at the time of the complaint investigation. The device involved in this complaint was sent back to cook ireland for evaluation by (B)(6) but has not been received to date. As the device has not been received to date, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. No images were available. With the information provided a document based investigation was carried out. A definitive cause for the customer's complaint was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, cook ireland could not reproduce the actual conditions of device usage. A possible cause of this complaint may be attributed to patient anatomy and progression of disease. This patient had pre-existing conditions of total cystectomy and heal bladder replacement, and double hydronephrosis. As per the complaint description 2 stents were placed in the patient. It was confirmed that the complaint was just in relation to one of the stents. Additional information was received which confirmed that the cause of the infection after the stent implantation was not determined. As per the IFU, removal or replacement of a resonance stent is standard procedure. Prior to distribution all devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for lot number c828082 involved in this complaint did not reveal any discrepancy related to the complaint issue. The rms-060026-r devices are used for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. These devices are intended for one-time use. As per instructions for use for the resonance metallic ureteral stent set, ifu0020-14, users are cautioned as follows: "complications of ureteral stent placement are documented. Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures". As per warning section: "patients should be checked at regular intervals utilizing techniques such as abdominal x-ray". Potential adverse events associated with indwelling ureteral stents include diminished urine drainage. A final caution indicates that: "individual variations of interaction between stents and the urinary system are unpredictable". The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.